Manufacturer narrative:
Compromised force sensor system alarmed during prime test at 4 pounds due to faulty force sensor system. The pump was received with normal operating currents. No unexpected failed battery test, weak battery, low battery, bad battery and battery out limit alarm noted. The pump was received with cracked reservoir tube. All buttons functioned properly. However, moisture damage was found on the keypad traces. No moisture damage found inside the pump noted. The pump was programmed with the current time and date and monitored in 50c oven for several days. No unexpected time and date reset noted. The pump passed the error test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of battery out limit, failed battery test and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 240 mg/dl. The mother stated that there might be water damage because the pump did not function properly. The mother stated that the pump alarmed after battery change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.